Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Additional information was requested and the following was obtained: it was reported that the doctor spoke to the sales rep in regards to a case he had two weeks "again" where he used the device and had an issue. Was this previous issue reported to us? If yes can you please provide the customer ref # or pi #? How much blood was loss (ml)? Did the patient require any additional treatment (transfusion, ect)? Did the post-operative care change based on the event? The product specialist has confirmed that the event description should have said ¿ago¿ rather than ¿again¿; there is only the one event to report.

Event description:
It was reported that during a gastrectomy procedure, ¿the doctor spoke to me of a case he had two weeks ago where he used the device with a white vascular reload over the left colic vessel. He said the stapler cut through the vessel and did not seal, the staples were not form correctly. The doctor had to tie off the bleeding vessel with suture."

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: how much blood was loss (ml)? Did the patient require any additional treatment (transfusion, ect)? Did the post-operative care change based on the event? The product specialist has advised that no further information is available in relation to your queries below.